Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available.upon investigation of the actual device used in this incident, it was determined that the system had authentication failures. A technical support specialist (tss) identified knowledge article and executed a powershell query on the application server, observing "underlying connection closed" errors in both send and receive logs. The tss then reviewed the medication application logs and shared them with the customer, who engaged the hospital information technology (hit) team. Hit requested specific login-related logs for multiple users. The customer was instructed to have the user log into server and then log out and subsequently attempt login again at the affected station. The user confirmed successful login and was able to access the system, resolving the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, pyxis is suddenly displaying authentication errors during user login attempts. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.